Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7065-100, lot# 444633, mfd. 20 mar 15, expires 2020-03, (B)(4). 2nd (inferior): ifuse implant, p/n 7050-100, lot# 493582, mfd. 23 oct 15, expires 2020-10, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where two implants were placed rather than the typical three implants. The patient had si joint pain relief for five months before complaining of a recurrence of pain symptoms. The surgeon thought that the implants may be loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants. Although the surgeon suspected implant loosening, the removal process required the use of a removal guide and chisels to remove the implants. He replaced the explants with larger ifuse implants. The status of the patient following the revision procedure is not known.